Manufacturer narrative:
Additional information: h10: the device was received for evaluation. During functional testing, the device was able to properly detect a downstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the event history log revealed 'downstream occlusion!'. The reported condition was verified. The cause of the condition was determined to be the out of specification downstream reading. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion pressure testing with a high pressure value of 21.20 pounds per square inch (psi). There was no patient involvement. No additional information is available.